Event description:
The following was reported to gore: on (B)(6) 2012, the patient presented with an unspecified aortic aneurysm and underwent treatment utilizing a gore® excluder® aaa endoprosthesis. The procedure was completed without issue. The patient tolerated the procedure. On (B)(6) 2021, the patient underwent reintervention for revision of the previously placed gore® excluder® aaa endoprosthesis utilizing two gore® excluder® conformable aaa endoprosthesis with active control (cxt a/c) and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx). The physician placed the two cxt a/c devices proximal and utilized the sandwich graft technique with the vbx device placed in the left renal artery. The patient tolerated the procedure. Further information has been requested.

Manufacturer narrative:
H6: investigation conclusion changed to code 67 . Further review of the complaint determined the device did not cause or contribute a serious injury nor did it malfunction in a manner that could lead to a serious injury. Therefore, this medwatch will be voided.